Event description:
It was reported that a smiths medical pump alarmed "no disposable pump wont run" air unknown (caller declined to remove cassette). Patient not affected. Res vol was accidently reset to 100 ml (actual res vol: approx: 71 m), rate: 2.2, given: 29. No further information available.